Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/04/2014 with the following findings: the pump powered on to the verify screen normally. The keypad was observed to be intact with no evidence of peeling. All of the keypad buttons responded properly to testing. The keypad was removed and there was no evidence of contamination under the button contacts observed. The initial complaint of intermittent or delayed keypad button responses was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.